Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. B3: event year only reported: 2023. D4 batch #: m91v99. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received attached to a har device. Upon visual inspection, it was noted that the mount was noted to be loose. It was not possible to detach the handpiece from the device using the torque wrench, therefore functional testing could not be performed. The handpiece was disassembled to verify the condition of the internal components, and evidence of remanufactured activities and component replacement was noted. In addition, the moisture indicator positive was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. This has been identified as a remanufactured handpiece. It is possible that the loose mount could have caused the reported event, as part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch m91v99, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure when attached harmonic ace+7 instrument and the handpiece with the torque wrench, it appeared they had been cross threaded and it was just continuing to spin. No one was able to fully tighten the device in order to use it, or loosen it in order to detach the handpiece from the instrument. It had not been used in a patient yet. There were no patient consequences.